Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the printed circuit board in the patient board [circuit board/printed circuit board] set led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a faulty printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no image. The issue was found during preparation for use in a diagnostic esophagogastroduodenoscopy procedure and the procedure was cancelled. There were no reports of patient harm.